Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via e mail of hospitalization for blood glucose level of 277mg/dl and corrected with manual injection. Troubleshooting contacted the customer and customer reported that the site is changed every 2 to 3 days and the drive support cap appeared normal. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The customer did not have a tubing clamp and was advised to call back when it was received for further troubleshooting.